Manufacturer narrative:
H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed that the bladder was ruptured. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause was noted to be manufacturing related. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate ruptured during filling. There was no patient involvement. No additional information is available.